Event description:
Complainant alleged that during a routine shiftcheck bya clinician, thedevice displayed a "pacer fault 117" message. Complaint indicated that there was no pt involvement in the reported malfunction.